Event description:
It was reported by the getinge fse that before delivery the cardiosave intra-aortic balloon pump(iabp) leak test failed. First, the safety disk was replaced, but the test failed. Next, the pim was replaced, and the test passed, so the pim was replaced. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) a supplemental report will be submitted upon completion of our investigation.